Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that the biliary stent appeared to migrate following post-dilation and fractured. The pt who had two previously implanted stent grafts presented with a restenosis of the right subclavian artery. A blockage in the precious stented area was visualized. Then the biliary stent was deployed into the vessel and previously stented area, overlapping and extending the stented area proximally. The bilary stent was then post-dilated. Following balloon deflation, the stent appeared to migrate proximally and fractured. Two other balloons were used to post-dilate the disfigured bilary stent. A stent graft was placed in the bilary stent segment. No pt injury was reported. This is the same pt as reported in medwatch report # 9681442-2015-00014 and 9681442-2015-00015.